Event description:
Pt is status post left tka in 2004. They have had complaints of pain ever since. They were admitted for a revision left knee arthroplasty. During the procedure all components were removed and replaced.